Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and air bubbles anomaly. Customer¿s blood glucose level was 600 mg/dl. Customer treated their high blood glucose levels via manual injection. Troubleshooting was performed. Customer advised they had a bent cannula and changed out their infusion set. Customer was advised to return the infusion set for analysis and that a replacement infusion set would be sent out. Customer also advised they had large air bubbles inside of the reservoir. The insulin pump will not be returned for analysis.